Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found there is buckling and damage in the camera cable. Evaluation noted that as the camera cable was broken, it was presumed that it is unable to communicate normally, and this has led to the occurrence of the horizontal striped. The root cause could not be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during pre-use inspection that the subject device had horizontal stripe in the image. There were no reports of patient harm.